Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first proglide suture was replaced successfully. A second proglide device was attempted. There was no suture harvested. On retraction of the footplate, it is unknown if the feet fully retracted. The proglide device became stuck in the anatomy. Hemostasis was maintained with the proglide in situ while an access site on the patient's left side was used to complete the tavi procedure. Post procedure, surgical intervention removed the device, repaired the access site and achieved hemostasis in the rcfa. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of tissue damage is listed in the perclose proglide instructions for use as a known potential adverse event associated with use of suture mediated closure devices. In the absence of the device being returned for analysis, a conclusive cause for the reported difficulties could not be determined. However, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.